Manufacturer narrative:
Device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced lower back bleeding bent cannula on 2nd inserted in the abdomen bent at 3rd buttocks. The patient reported that bleeding on skin was associated with product insertion site. The infusion was in use for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.